Event description:
2006: customer reported via phone to lf customer support that "displays not matching". 02/08/2006 lf fse visited customer site. They could not duplicate the original customer complaint, but did find that the system faceplate was defective. That faceplate was replaced, the system operational functions were verified and system returned to full service. 10/19/2006: fse asked to clarify all actions surrounding the 2006 service call report. He stated, "during visit, customer described that they had 4.5ml per sec rate set on powerhead and the console reflected a 1.5ml per sec rate. Customer reset the system by turning off the injector at the display and power supply. System reset and normal operation was continued." In october 2006, due to information not unknown in january 2006, we determined that software could have been at fault. This triggered us to file this report as an MDR. 02/08/2006: fse visited the site, they could not duplicate the original customer complaint, but did find that the system faceplate was defective. The faceplate was replaced, the system operational funtions were verified and system returned to full service.

Manufacturer narrative:
H3: fse visited the site, they could not duplicate the original customer complaint, but did find that the system faceplate was defective. That faceplate was replaced, the system operational functions were verified and system returned to full service. Upon response to the customer initial call, where lf dispatch documented, "display not matching", in january 2006, the fse found the injector to be working fine with a cracked faceplate. Experience reflects that all customer initial calls are not indicative of the actual problem and upon investigation by the lf fse, other service issues are discovered, such as the faceplate, which was diagnosed by the fse as the source of the event and replaced. Therefore, the event was associated with that defect and documented as such within service. During retrospective review of events surrounding the cracked faceplate issue, after the post market risk analysis (pmra) talks had started, the service ticket with customer complaint of display not matching caught our attention. We then asked the lf service dept to clarify with the fse all actions surrounding the feb 2006 service call. Within that e-mail, the fse described the customer comments during the visit, and it was determined that maybe the customer had experienced an actual display malfunction even though it could not be re-created. Therefore, the event was then documented on oct. 19, 2006 in accordance with the pmra. (Pmra): situation analysis - source of contact; during routine performance testing, manufacturing identified that the progammed protocols on the remote console and the power head display do not always agree. It was determined that the flow rates can be changed on the console, but the power head flow rate does not always automatically update to the console setting. The injector will always inject the parameters shown on the power head. Thus, it is possible to change flow rate values on the console and deliver the previously programmed flow rate on the power head.